Manufacturer narrative:
Concomitant medical products: product ID 97745ac lot# serial# unknown implanted: explanted: product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt reported about 3-4 weeks ago they began having issues charging their ins. Pt stated "not able to charge", "reposition recharger", and "unable to charge the device - controller battery is too low" displays while attempting to charge their ins. Pt commented initially commented that their controller was at 50% and their ins was depleted when they first began charging and then later in conversation said both the ins and the controller were depleted. Pt was hard to follow and patient services (ps) did their best to capture everything that pt said and make sense of it. On the call, pt noticed the ac power cord was frayed. Ps reviewed information and based on information that was reported in other cases, ps instructed pt to follow up with their hcp if they're still having issues charging after receiving the replacement ac power cord. Pt also commented that both the controller and the ins were depleted and they thought they had another day left before having to charge their ins. The issue was not resolved. An email was sent to the repair department to replace the device. (B)(6) 2022 the reason for call was this morning pt went to recharge the ins and felt the heat. Pt said ins was implanted in their breast. When pt had the disc facing forward and cord was facing to the right, all of a sudden, pt felt heat. Pt could not tell if the heat was coming from ins or disc at the base where the cord met the paddle. Pt called their daughter who thought the heat was coming from plastic. Pt took off the recharger (rtm). The daughter said it was totally hot and even tested it by putting the disc on their face. After a few seconds pt wondered if there was a red mark because pt felt like it was totally hot. The daughter pointed it was not the area where it was. The actual hot spot was where pt was taking the disc off at the site of the cord joining the disc. But a few seconds later pt was still feeling a lot of heat but the heat was coming from the opposite side. It was not where the cable was. The heat was coming from far left side from the opposite side of ins. The cable and paddle were at the right side and over the ins. Pt reported ins was heating up at their breast on the left side. The left corner of ins inside the breast was like on fire. Pt thought the daughter would see a blister or something, that's how intense pt felt the heat. Pt believes the wires were on the left side. Pt said this never happened before. Pt confirmed the sensation was only during charging. Rtm was on the bare skin this morning. Oftentimes pt had rtm over clothes, they put in bra but ran an undershirt. This morning it was skin on skin. On the call pt checked the recharger and did not notice any damage. After pt unplugged the rtm today it felt hot right after pt took it off but it was not hot after that and not hot anymore. It was hot only during recharging. It started getting hot 10-maybe 15 min during recharging. It appears the current rtm is of the old design as pt did not see any strain part by the paddle stating pt would not feel these pains. Pt was leaving to go camping tomorrow, the rep cannot meet pt until next tuesday. Hcp does not know anything about it. Pt was concerned d about the sensation they felt this morning and wanted to talk to a manager or engineer who can explain why the sensation happened. Pt mentioned they rely on this device every single day to help keep pt out of pain. Consulted with ts. Reviewed info. Offered pt to try charging on the call. Also reviewed pt can try changing the recharging speed. On the call pt tried using it and got 'no device found'. Pt then got to passive recharge mode. Pt was not able to connect to proceed with recharging. Suggested pt can reach out to the rep to see if they can have a loaner to provide since pt is leaving tomorrow. Offered rtm replacement. Pt is going to be calling back with the address. Pt also mentioned they had an appointment with a rep yesterday. In the past 6 months pt had been having a message not a good quality and pt would move it and it would show 95%. See pe (B)(4) for pt mentioned again they had been having problems with electricity in feet and weird things happening. Pt also mentioned they had past rtm replacement because of heat. See (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep called back stating that the pt called last week and someone would be sending out a controller and recharger (rtm) cord but they had not received the package. Patient services (pss) reviewed call notes with caller and caller provided address to ship the new rtm. A replacement recharger (rtm) was sent out to the patient.

Event description:
It was reported that patient (pt) reported about 3-4 weeks ago they began having issues charging their ins. Pt stated "not able to charge", "reposition recharger", and "unable to charge the device - controller battery is too low" displays while attempting to charge their ins. Pt commented initially commented that their controller was at 50% and their ins was depleted when they first began charging and then later in conversation said both the ins and the controller were depleted. Pt was hard to follow and patient services (ps) did their best to capture everything that pt said and make sense of it. On the call, pt noticed the ac power cord was frayed. Ps reviewed information and based on information that was reported in other cases, ps instructed pt to follow up with their hcp if they're still having issues charging after receiving the replacement ac power cord. Pt also commented that both the controller and the ins were depleted and they thought they had another day left before having to charge their ins. The issue was not resolved. An email was sent to the repair department to replace the device. The reason for call was this morning pt went to recharge the ins and felt the heat. Pt said ins was implanted in their breast. When pt had the disc facing forward and cord was facing to the right, all of a sudden, pt felt heat. Pt could not tell if the heat was coming from ins or disc at the base where the cord met the paddle. Pt called their daughter who thought the heat was coming from plastic. Pt took off the recharger (rtm). The daughter said it was totally hot and even tested it by putting the disc on their face. After a few seconds pt wondered if there was a red mark because pt felt like it was totally hot. The daughter pointed it was not the area where it was. The actual hot spot was where pt was taking the disc off at the site of the cord joining the disc. But a few seconds later pt was still feeling a lot of heat but the heat was coming from the opposite side. It was not where the cable was. The heat was coming from far left side from the opposite side of ins. The cable and paddle were at the right side and over the ins. Pt reported ins was heating up at their breast on the left side. The left corner of ins inside the breast was like on fire. Pt thought the daughter would see a blister or something, that's how intense pt felt the heat. Pt believes the wires were on the left side. Pt said this never happened before. Pt confirmed the sensation was only during charging. Rtm was on the bare skin this morning. Oftentimes pt had rtm over clothes, they put in bra but ran an undershirt. This morning it was skin on skin. On the call pt checked the recharger and did not notice any damage. After pt unplugged the rtm today it felt hot right after pt took it off but it was not hot after that and not hot anymore. It was hot only during recharging. It started getting hot 10-maybe 15 min during recharging. It appears the current rtm is of the old design as pt did not see any strain part by the paddle stating pt would not feel these pains. Pt was leaving to go camping tomorrow, the rep cannot meet pt until next tuesday. Hcp does not know anything about it. Pt was concerned about the sensation they felt this morning and wanted to talk to a manager or engineer who can explain why the sensation happened. Pt mentioned they rely on this device every single day to help keep pt out of pain. Consulted with ts. Reviewed info. Offered pt to try charging on the call. Also reviewed pt can try changing the recharging speed. On the call pt tried using it and got 'no device found'. Pt then got to passive recharge mode. Pt was not able to connect to proceed with recharging. Suggested pt can reach out to the rep to see if they can have a loaner to provide since pt is leaving tomorrow. Offered rtm replacement. Pt is going to be calling back with the address. Pt also mentioned they had an appointment with a rep yesterday. In the past 6 months pt had been having a message not a good quality and pt would move it and it would show 95%. Additional information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). The rep called back stating that the pt called last week and someone would be sending out a controller and recharger (rtm) cord but they had not received the package. Patient services (pss) reviewed call notes with caller and caller provided address to ship the new rtm. A replacement recharger (rtm) was sent out to the patient. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID: 97745ac, serial# unknown, product type: accessory; product ID: 97755, serial# (B)(6), product type: recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.